Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/24/2016 that on (B)(6) 2016, the device had a permanent out of range signal. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 08/29/2016. The reported event of permanent out of range signal was not confirmed. A root cause could not be determined.